Event description:
Event was reported to (B)(4) by an atty. The chronic pelvic and vaginal area pain, recurrent urinary tract infections, chronic kidney stones, recurrence of urinary incontinence, painful intercourse, urinary retention, having to self-catheterize, vaginal inflammation, urgency to urinate, frequency w/urination, and very painful urination. No further info has been provided.